Event description:
It was reported that during the laparoscopic cholecystectomy, the surgeon was unable to apply the clips with the device. The applier was delivering the clip in the wrong way and because of that the clips got stuck. The surgeon was unable to close off the gallbladder. There was delay of surgery, harder procedure for surgeon, risk of tissue damage around gallbladder, anesthesia time increased.

Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with the channel box bent. Both jaws were also bent and pushed into the channel. The damage to the channel box and the jaws would prevent clips from firing from the device. The sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. Functional inspection could not be performed due to the damage to the channel box. However, the sample was disassembled to inspect the internal components. The rotation tab was found bent. It was observed that both jaws had a uniform bend to them and the channel was also bent in the same direction. The uniform bend to the jaws indicates that there was a significant side load applied to the jaws that caused them to bend. The channel pivot holes were also deformed due to the side load applied. The sample was returned with 4 clips remaining in the channel indicating that 11 clips were fired by the end user. Therefore, based upon the observed damage, unintentional user error caused or contributed to this event. Reference file anp1900072400 for investigation photos. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that unintentional user error caused or contributed to this event. The reported complaint of "clips stuck in applier" was confirmed based upon the sample received. The sample was returned with the channel box bent. Both jaws were also bent and pushed into the channel. Both jaws had a uniform bend to them and the channel was also bent in the same direction. The uniform bend to the jaws indicates that there was a significant side load applied to the jaws that caused them to bend. The channel pivot holes were also deformed due to the side load applied. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. Therefore, based upon the observed damage, unintentional user error caused or contributed to this event.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73b1900055 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during the laparoscopic cholecystectomy, the surgeon was unable to apply the clips with the device. The applier was delivering the clip in the wrong way and because of that the clips got stuck. The surgeon was unable to close off the gallbladder. There was delay of surgery, harder procedure for surgeon, risk of tissue damage around gallbladder, anesthesia time increased.